Manufacturer narrative:
The actual device was not returned for evaluation. No evaluation could be conducted due to the device not being returned. With no device return the exact cause of the reported event cannot be definitively determined based on the available information. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code has been referenced in the conclusions section. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record and complaint files. The user facility reported similar events from the same product code/lot number combination. See MDR 3013394970-2017-00283. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. The user facility reported similar events from the same product code/lot number combination. See MDR 3013394970-2017-00283.

Event description:
A doctor reported that after 8 years of deploying angioseal he has never had this happen but it has happened twice in the past 2 weeks. In both case, he said he was following the protocols as described in the IFU's but in these 2 cases, it appears that the collagen plug has gone into the artery subsequently causes leg pain and femoral artery occlusion. It was reported that deployment went well during case, it was hours after they discovered the issue. The collagen plug had to be removed surgically. It was reported that the patient is doing well. Additional information was received on (B)(6) 2017. It was reported that the doctor was retrained on proper angioseal deployment, and in his clinical estimation, he feels that the adverse events could possibly clinician error.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. There is no evidence that this event was related to a device defect or malfunction. With no device return the exact cause of the reported event cannot be definitively determined. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.